Event description:
As reported, the 73 year old female patient had an initial right side tka on (B)(6) 2009. The patient was revised due to poly issues with flaking and delamination. The tibia was loose and was taken out and revised with a new tibia and a 14x40 stem and ps poly. The reported event is not related to the breakage of a device. The event led to a 1-30 minute delay/prolongation while the surgeon explored the knee and confirmed the loosening of the tibia.

Manufacturer narrative:
Pending investigation.

Manufacturer narrative:
H3: the revision reported may have been due to a combination of implant positioning, patient related conditions, and/or third body wear which led to wear of the tibial insert over a 13 year period of use. The reported loosening may have been due to a deterioration of the bond between the tibial tray and bone after being implanted for over 13 years, which led to aseptic (non-infected) loosening of the tray. However, this cannot be confirmed because the components were not returned for evaluation.